Manufacturer narrative:
Event date unknown

Event description:
It was reported that the healing collar would not seat due to a bur in the thread. The dentist completed the procedure with another one.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. Functional testing using an in house part revealed that the device seated as normal. The implant that allegedly would not mate was not returned for inspection, therefore the reported event could not be verified. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system revealing there were no other complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI number: (B)(4).